Event description:
It was reported that the patient presented to the emergency department after having a day where they felt strange and could not remember parts of the day. A remote monitoring transmission indicated that the patient was shocked multiple times with multiple ventricular fibrillation (vf) episodes the day before. A lead integrity alert was triggered due to high rate non-sustained episodes and short interval counts (sic) on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: a 407645 lead, implanted (B)(6) 2007. (B)(4).